Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). After pre-dilation was performed using a semi compliant balloon catheter, a 3.50x24mm promus element¿ plus drug-eluting stent was deployed in the lesion. However, a distal edge stent dissection was noted and was treated by overlapping a 3x16mm promus element plus stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.